Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation: the reported field event of impedance anomaly was verified. Electrical measurements revealed high lead impedance due to that the helix was retracted and clogged with dried body fluid. After cleaning, normal lead impedance was measured when the helix was in extended position.

Event description:
It was reported during implant the measure at three different places high impedance and no stimulation. The lead was not implanted.